Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cubie was not snapping into pocket.as per part investigation, it was determined that fluid ingress of the part pn: 356451-01.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number: (B)(6), covering the manufacturing period beginning on 22-dec-2020, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue.the reported condition of cubie failure was confirmed by fse and subsequently confirmed in the dchu inspection process: according to work order#: (B)(4) the fse reported that the cubie on position 8, half heigh drawer 1, did not stay on the cubie tray. The cubie tray was replaced and tested by releasing and putting back again cubie multiple times with no further issues reported. During dchu visual inspection: pn: 356451-01: the assy tray hh mini was received by the dchu investigation lab with corrosion due to fluid ingress. During dchu testing: pn: 356451-01: no dchu testing was required on assy tray hh mini due to the corrosion and fluid ingress evidence observed during visual inspection. Device was in use for treatment purposes as intended per 21 cfr 820.198(d).root cause: the root cause to the reported failure cubie not snapping into pocket is attributed to the corrosion due to fluid ingress of the part pn: 356451-01 which resulted in the reported cubie pocket failure.